Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter. During the ablation of the left mitral isthmus, the physician heard a steam pop after 4 seconds of shooting. This was followed by a drop in blood pressure, and ultrasound monitoring revealed a tamponade, so the physician drained the pericardium. Additional information was received. Patient had fully recovered; however, had to undergo a cardiac surgery for the left atrium repair due to a steam pop. The bwi product analysis lab received the device for evaluation on (B)(6) 2024.. The device evaluation was completed on (B)(6) 2024. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. An irrigation test was performed and the device was flushing correctly. No obstructed holes or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during the ablation phase, the patient experienced a cardiac tamponade that required a pericardiocentesis and surgical intervention. During the ablation of the left mitral isthmus, the physician heard a steam pop after 4 seconds of shooting. This was followed by a drop in blood pressure, and ultrasound monitoring revealed a tamponade, so the physician drained the pericardium. Additional information was received. Patient had fully recovered; however, had to undergo a cardiac surgery for the left atrium repair due to a steam pop. Ablation was performed prior to noting the pericardial effusion. Transseptal puncture was done. No error on the carto system.